Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the black exit marker was detached and stuck in the pentax scope. When the scope was reprocessed, the exit marker did not come out of the scope. During the next case wherein the same scope was used, biopsy forceps pushed the exit marker out of the scope, causing it to fall off inside the patient's stomach. It was noted that the detached piece was retrieved with the biopsy forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.